Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8120-70, serial/lot #:(B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient felt pocket and incisional pain where the bra strap was and underwent an explant procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, performance, and electrical tests performed. The ipg was analyzed and passed all tests. The ipg exhibits normal device characteristics. Device evaluation indicated that the lead was cleanly cut from the proximal end. The damage to the device was consistent with damages during explant procedure and was not considered a failure.

Event description:
A report was received that the patient felt pocket and incisional pain where the bra strap was and underwent an explant procedure.